Manufacturer narrative:
The technician found the mattress ticking was worn. He replaced the ticking to repair the bed.

Event description:
Info received indicates the mattress shows signs of fluid ingress.